Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed failed battery test. Customer's blood glucose level was over 500 mg/dl. He was hospitalized for dehydration and was on insulin drip. He was unsure if it was diabetes related. The device was not returned.